Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A medwatch report (mw5165052) indicated that a patient developed corneal neuropathy, trigeminal neuropathy, meibomian gland dysfunction, and high order aberration (starbursts, halos, glare, ghosting etc.) In the right eye along with severe pain, severe night driving impairment, dry eye, suicidal ideation, severe anxiety and depression resulted in eight days of hospitalization after photo refractive keratectomy surgery.patient under the medications.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Date of surgery, treatment report could not be found in documentation, nor more recent post-op topographies. Logfiles have not been provided therefore logfile review cannot be performed. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).